Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported device kicks off upstream occlusion error. The reported condition was verified during a review of the event history log (which found upstream occlusion alarms), and found to be caused by an out of calibration upstream sensor. The upstream sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an upstream occlusion error. There was no patient involvement. No additional information is available.